Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer experienced disconnection. The report stated that "the other instances of disconnection were caught quickly before any adverse action occurred". There was patient involvement and no adverse event.